Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, he has experienced "extreme" glare at night while driving, looking at street lights and lights from other cars. The consumer stated his ophthalmologist recommended glasses; however, "they did not help." The reporter did not provide any contact info for the healthcare professional; therefore, follow up was not able to be conducted. Additional info has been requested from the consumer. There are two medical device reports associated with this event. This report is for the second eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Complaint history and product history records could not have been reviewed because the reporting facility did not provided a lot number or any identified traceable to the manufacturing documentation. The product investigation could not identify a root cause. The reporter did not provide contact info for the healthcare professional; therefore, follow up was not able to be conducted. (B)(4).